Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Glucose readings from memory show 89 mg/dl, 59 mg/dl, 93 mg/dl, 80 mg/dl, 76 mg/dl and 91 mg/dl. Caller states his glucose is normally 100 mg/dl. No adverse event reported.